Event description:
It was reported that the customer had a hypoglycemic incident and had to be treated by the paramedics. The diabetes educator discovered that the bolus wizard had not been utilized properly. Advised to have customer call at anytime for assistance or guidelines on using the feature.